Event description:
It was reported that pump experienced malfunction alarm identified as malf 9 associated with momentary motor skip, with no notable events occurring prior to the issue and no indication that customer¿s blood glucose level exceeded concerning limits. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.